Manufacturer narrative:
(B)(4). G2: foreign - event occurred in spain. Attempts have been made to gather product ID information and no further info is available. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a max variable pitch compression (vpc) screw system survey that the patient underwent an initial implantation on an unknown date. Subsequently, it was noted the patient experienced non-union on an unknown date. It is unknown whether there was any intervention as a result of the event. Attempts have been made and no further information has been provided.